Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01609. It was reported thrombus on the access system occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system and a watchman access system (was) were used. A closure device was deployed, but had to be fully recaptured and removed. The was left in the left atrium and a small thrombus (3mm x 1mm) was noticed at the tip of the was. The physician then injected 2000 iu of heparin. After two minutes, the thrombus became larger (3mm x 15mm), but then migrated and only a small portion was left (3mm x 1mm). That thrombus disappeared and the procedure continued. After watchman deployment a new tiny thrombus appeared again on the was. The physician released the closure device and removed the was from the patient while the anesthesiologist occluded the carotid arteries. When the patient awoke, they had full and proper brain activity. The patient's international normalized ratio (inr) was very difficult to control, and the patient was treated during the procedure with blood plasm and other products to lower their inr. The activated clotting time (act) during the procedure jumped from 190 to 490, and then 490 when the last thrombus appeared. There were no patient complications reported and the patient's status was stable.